Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having low blood glucose. Customer stated he was sleeping and blood glucose drops and thought it was due to basal settings. Customer's blood glucose was 49 mg/dl. Customer treated with juice and ate cookies. Troubleshooting was done. The customer was advised to monitor the insulin pump and speak with healthcare provider regarding low blood glucose and if basal settings needs to be adjusted. Advised the customer to call back if issues persist. Customer's current blood glucose was 106 mg/dl. No further information provided.